Manufacturer narrative:
Device evaluation of electrode belt sn # (B)(4) has been completed. The reported problem (adjust belt/check therapy pad messages) has been confirmed. Upon investigation the u400 component on the distribution node pca was physically damaged, causing the reported messages. The root cause for the damaged component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "adjust belt" and "check therapy pad" messages.